Event description:
The customer reported the unit crashes during op check.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.